Event description:
During the pta/stenting treatment procedure, the express biliary ld premounted stent prematurely dislodged from the delivery catheter. The procedure was discontinued and the pt was scheduled for surgical intervention the following day. Additional info has been reqeusted regarding this event.